Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Samples were returned to bd (B)(4) and two photos of a loose 0.3ml bd insulin syringe were provided. The customer reported when removing the shield before use, the needle with the shied was separated from the barrel. The photos were examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. CAPA (B)(4) has been opened to address this issue. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that prior to use the hub separated from the bd ultra-fine¿ 3/10ml insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: the user states that when removing the shield before use, the needle with the shied was separated from the barrel.